Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during setup, an obvious drip or leak was observed from the plastic housing of the device.   No patient involvement. The product was changed out. The procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on march 8, 2019. Method code #1: 10 - testing of actual/suspected device. Method code #2: 11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code #1: 3259 - improper physical structure. Results code #2: 4210 - leakage/seal. Conclusions code: 4308 - cause traced to component failure. The water port of the housing was confirmed to be cracked and leaking water to atmosphere. A retention sample was investigated and put under 20 psi (pounds per square inch) and no leaks were found. The most likely cause of this leak is a poor bonding technique from the water port to the housing which became apparent after shipping of the product. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.